Event description:
Additional information from the patient's health care provider stated the patient died of natural causes in (B)(6) 2012.

Event description:
It was reported that the patient fell "yesterday" and hit her device. Since falling, the patient had pain at the pocket site. The patient also felt as if the stimulator had shifted in the pocket. A company representative met with the patient. The patient also stated that the pocket felt "infected." The patient still had good coverage and there was no need to reprogram the device. The patient was referred to her physician. It was noted that the patient had many additional medical conditions and most likely wouldn't be considered for a revision. Additional information was requested.

Manufacturer narrative:
Extension model 748951, serial# (B)(4), implanted: 2007 (B)(6), explanted: na. Extension model 748951, serial# (B)(4), implanted: 2007 (B)(6), explanted: na. Programmer model 7435, serial# (B)(4), implanted: 2007 (B)(6), explanted: na. Lead model 3887-33, lot# v008628, implanted: 2007 (B)(6), explanted: na. Lead model 3887-33, lot# j0555548v, implanted: 2007 (B)(6), explanted: na. (B)(4)